Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic for lv lead revision due to loss of capture. The lv lead was explanted and replaced. The old capped rv lead was explanted and two epicardial leads and the chronic ra and rv leads were connected to new device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.